Manufacturer narrative:
Based on the provided data, the issue was most likely caused by air bubbles in the sample or cuvette of the coox module during testing. It is not possible to clearly identify the origin of these bubbles. There was a possibility that the bubbles could have been generated by the system, but no systematic occurrence of bubbles was observed within the data. The air bubbles might have also been caused in the pre-analytic processing of the sample. The investigation of all of the provided instrument data showed no system related problem.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received a questionable total hemoglobin (thb) result for one patient when compared to another cobas b221 analyzer and the result from a cobas 8000 analyzer in the laboratory. The result from cobas b221 serial number (B)(4) was 5.1 g/dl. The result from cobas b221 serial number (B)(4) was 9.4 g/dl. The result from the laboratory analyzer was 7.8 g/dl and was believed to be correct. Information concerning if the erroneous result was reported to a person treating the patient was requested, but it was unknown. It was noted a nurse performed the thb testing on the analyzer. The patient was not harmed as only the results from the laboratory were used for patient treatment. The lot number and expiration date of the thb cuvette was requested, but was not provided. On (B)(6) 2016, the field service representative performed testing with a fresh blood sample from the same patient and the results were: cobas b221 serial number (B)(4): 8.0 g/dl and 8.1 g/dl. Cobas b221 serial number (B)(4): 8.1 g/dl and 8.1 g/dl. The result from the cobas 8000 analyzer was 7.8 g/dl.